Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that surgeon had difficulty in removing the metal part (spring wire guide). It came out completely kinked. Clinical consequence: increase in time of the intervention.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The distal j bend of the guide wire was kinked but intact. Both welds appeared full and spherical. The major kinks were measured at 0.7, 1.6, 2.3, 12.4, 16.1, 24.7, 34.3 and 58.2cm from distal weld. The broken core wire measured 604mm in length, which is within specification; therefore, no pieces appear to be missing. The outside diameter (od) of the guide wire was also measured and found to be within specification. A manual tug test confirmed that both the distal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant findings were identified. Other remarks: the instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned.

Event description:
The customer alleges that surgeon had difficulty in removing the metal part (spring wire guide). It came out completely kinked. Clinical consequence: increase in time of the intervention.